Event description:
It was reported that during an unknown procedure, the device didn't coagulate. No patient consequences. Another like device was used to complete the case. Requested and received the following information on 11/24/2009: during the procedure, the device didn't coagulate but there was no excessive bleeding because the surgeon took immediately another competitor's device. In fact, the stud of the handpiece is blocked into the instrument, impossible to disassemble the 2 pieces.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.